Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system would not boot up. Review of the system log file showed that a frame grabber card initialization error, resulted in the system not being able to complete the startup sequence. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc failed. The philips engineer replaced the flexvision pc, hard disk and installed the software. After replacement of the parts and reinstallation of software, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the system would not boot up. The issue was found outside of clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.